Manufacturer narrative:
No device will be returned, therefore, no direct product analysis will be available. The device history record for this serial was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record for this device shows that the product met its specifications at the time of release. As no device was received for analysis, it is not possible to determine the root cause of the event.

Event description:
It was reported that after a transurethral microwave treatment procedure, a trigone fistula occurred. The physician successfully completed the procedure with a targis system. Upon follow-up, the physician noticed a trigone fistula had occurred. No further patient injuries or complications were reported. It is noted that multiple attempts to gather further information from the physician and clinic was unsuccessful.